Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation lumen was blocked.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. When the returned hematuria catheter was evaluated, it was found that the irrigation eye was not formed. The root cause of the reported event was "poor air pressure, broken or worn die" during the eyes punching & location process due to which the punch did not actuate fully, resulting in a missing irrigation eye and blockage of irrigation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water soluble lubricant. (3) insert catheter into meatus and advance it until the balloon enters the bladder and urine flows out through the catheter.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation lumen was blocked.